Event description:
Trilock/corail inserter handles broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instruments confirms the reported complaint. Previous similar reports have been received for this product code and failure. The previous evaluations, including investigation by the manufacturing supplier and a depuy material scientist has not identified manufacturing or material error. Consultation with depuy engineering has determined that a levering motion and impacting when off center by the customer may be a contributing factor. This should not occur or be required if used properly. The date codes pg1110 and pg0510 indicates the instruments were manufactured in november and may of 2010; after the changes. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.